Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 07:22:28. During night drain cycle nine, the patient's ultrafiltration reading was 257ml, indicating the home patient (hp) drained 257ml more than their maximum programmed fill volume of 420ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause could not be determined. If any additional relevant information is received, a supplemental will be submitted.